Event description:
It was reported that the battery of a handheld computer did not keep a charge. The handheld has not been returned to the manufacturer to date.

Event description:
The handheld computer and the software flashcard were received by the manufacturer. Analysis on the returned handheld found no anomalies associated with the handheld performance during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the returned flashcard confirmed that there were no anomalies associated with the flashcard software. The flashcard and software performed according to functional specifications.